Event description:
The customer's son reported via phone call that the customer's insulin pump was making a noise. The customer's son explained that the noise was just one small beep that occurred randomly. The customer's blood glucose was 156 mg/dl. The beep had been occurring every two hours the day prior but, on the day of the call, the beep had only occurred once. The buttons on the insulin pump had not been pressed or accidentally pressed. The customer was advised to monitor the insulin pump and call back if the issue recurred. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.